Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant product: product ID neu_unknown_cath, lot # unknown, product type catheter. (B)(4).

Event description:
Hernndez, i.p., bartol, r., vaquero, l.m., montero, f.s., muriel, c. Hearing loss in a patient after administration of intrathecal morphine. Revista de la sociedad espanola del dolor. 2014; 21(2): 89-91. Doi: 10.4321/s1134-80462014000200005. Summary/reported events: the case involved a (B)(6) woman with antecedents of post-laminectomy syndrome following a discectomy done eight years ago. After the initial failure of an oral pharmacology treatment, the authors decided to implant a medtronic synchromed ii intrathecal morphine infusion pump with a 40ml reservoir and a 0.14ml catheter. The treatment was effective for 3 years, after which the symptomatic relief became progressively less until it reached zero in the last 6 months. The authors proceeded with various increases in daily dosages of the morphine and the patient did not show improvement. Suspecting that the catheter had migrated, they performed a radiological examination, which confirmed the diagnosis. Confronted with this situation they decided to reposition the intradural catheter. The patient underwent the procedure under local anesthetic and sedation, proceeding with the replacement of the catheter and then the connection of the subcutaneous pump in the abdominal placement. The previous daily dose of intradural morphine for pain therapy was 4mg/die. Given the suspicion that the patient had not received this dose for months, the authors decided to restart the therapy with a bolus dose of 1.4mg, which was administered over 2 hours, and 1mg/die maintenance dose. Ten hours after the start of the infusion the patient began presenting nausea and vomiting accompanied by a vertigo syndrome. They provided treatment with ondansetron and sulpiride, attaining improvement of the condition. After 22 hours the patient presented with respiratory depression with loss of consciousness, desaturation, and respiratory acidosis. They began treatment with a naloxone 0.8mg bolus and assisted ventilation. The patient recovered spontaneous respiration, although remained numb, and it was decided to transfer the patient to the intensive care unit in order to continue treatment and monitoring. They started administration of oxygen therapy and continuous intravenous perfusion of naloxone at a dose of 2mg/h. Radiological investigation confirmed the correct position of the catheter. The authors proceeded with emptying the pump and substituting the morphine perfusion with physiological saline solution. On being able to communicate with her, she reported that she was unable to hear and on investigation they diagnosed bilateral hypoacusis. The vitals were: hr 85b.p.m, abp 95/45mmhg, and a temperature of 37 °c. There was no neurological history and instrumental investigation was normal. The authors requested a consultation with the department of otorhinolaryngology. After proceeding with a thorough examination, neuro sensory hypoacusis was diagnosed and no justification for the presentation was found. After a one hour period of observation, with a progressive increase of naloxone up to a dose of 6mg/h, the patient gradually recovered her hearing. It was decided to keep the patient in the intensive care unit for observation for a period of 24 hours. The authors maintained the treatment described above due to the risk of a new case of respiratory depression. The patient was discharged with no residual auditory deficit and was diagnosed with hypoacusis due to morphine intoxication. The physiopathological mechanism could be explained because some neurotransmitters, including the opioids, participate in the innervation of the cochlea. Receptors ¿, ¿ and ¿ have been described. It has been described that after treatment with ¿ and ¿ agonists, inhibition of basal activity of cochlear adenylate cyclase was produced. This effect reverted after the administration of opioid antagonists. In the case of this patient, the authors concluded that during the period in which the catheter had migrated she did not receive her opioid dose, which therefore can be considered to be a period of abstinence. After the connection of the new catheter and restarting the morphine at a dose of 1mg/die plus a bolus of 1.4mg, she suffered opioid intoxication accompanied by hypoacusis. This hypoacusis, based on this data, per the authors, could have been due to a hypersensitization of the cochlear opioid receptors. See attached literature article. The patient identification, product information, event date, potential causes of the device issue, and patient outcome were not reported. Further follow-up was being requested to obtain additional information.